Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer powered down the station and removed the back cover to secure all cables, identified a missing magnet on the black solenoid assembly, removed the assembly, and installed a replacement, powered on the station; however, the drawer was not detected in hardware test application (hta), disconnected and reconnected the drawer cable, then performed open/close testing in hta. The drawer initially responded but failed to open again, and drawer 6 (full height) was unable to remain closed. Further inspection revealed a broken solenoid plunger, removed and replaced the solenoid plunger, after which the drawer operated correctly. Verified proper functionality by having the customer open and close drawer 6 multiple times, with no further failures observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.